Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The site could get the alarm to stop by holding the black cable on the patient side at the bend relief at a certain angle. No alarms were showing on the screen while it was alarming (sounded like a hazard alarm) and with no alarms were seen on the controller. The site then downloaded log files and performed a controller exchange and the alarm was resolved. The cause of the alarms was not identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) has been alarming when it was attached to the patient. The patient denied any alarms while on batteries. They thought it could be some debris or damage to one of the cables to his mpu. They had the patient bring the mpu to the clinic. The patient stated it was the black cable that caused the alarm. After connecting the patient to the mpu there was a continuous audio tone (not the normal beeping you get when one cable is not receiving power). Only the mpu alarmed, not the system controller. When holding the black cable at the bend relief a certain way the alarm would stop. There was no visible damage to the cable or prongs inside. They hooked it up to another mpu and it did the same. Again, no alarms when on batteries. They hooked the patient up to their power module to obtain log files and it continued to have a continuous alarm unless holding the black cable a certain way. They did a system controller swap which resolved the issue. They tested on the home mpu to ensure that the issue resolved. The log files were submitted and it appeared that the log files contained multiple power cable disconnect alarms.